Event description:
It was reported to philips that when the device is turned on there is an alarm that won't stop. There was no reported patient or user involvement and no adverse patient/user impact.